Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a small circular part on the jaws of the synchroseal instrument fell out. A fragment fell into the patient and was retrieved during the same surgical procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: dissecting was being performed when the device fragment fell into the patient. The surgeon believes the instrument break was caused by a defective instrument. The instrument was in use 30 seconds prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument did not fall into the patient during an instrument tip / accessory collision. The instrument was not removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. The fragment was retrieved with a laparoscopic grasper. All of the fragments were retrieved and no additional surgical procedure was required. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of dislodged cut electrode to be related to the customer reported complaint. Visual inspection found the cut electrode broken. The rubber heat sink was broken off the jaws. There was material missing. The broke piece was returned with the instrument. The piece measures approximately .054" diameter. Component adjacent to cut electrode did not show damage. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 21-nov-2024, further failure analysis investigation was performed. The initial findings were partially confirmed. The instrument was found to have the heat staked portion of the cut electrode broken and separated from the rest of the electrode. The cut electrode itself seemed to be in place and was not dislodged. No obvious damage to the cut electrode was noted, that could indicate mishandling of the instrument that could potentially cause the heat staked part to break. This issue was discussed with design engineering. The instrument was used for 2 minutes, 30 seconds and only had 8 seal and 9 transect events on it.